Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Information was later received that this lead was surgically abandoned. No adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in impedance measurements to greater than 2500 ohms. Additionally, the threshold measurements had increased. As a result, a lead revision procedure was scheduled. No adverse patient effects were reported.